Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test performed at the third-party labs, provided by olympus: sampling from: all channels. Cfu: 1cfu. Bacterial identification: micrococcaceae. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects are as follows: the scope connector cover has an air valve leak, the distal end of the light guide rod lens (1x) has discoloration, the charged-couple device cover lens is cracked, the distal end is cracked, the bending section glue is separated and peeled off, the connecting tube has a 10mm wrinkle from the bending section glue, the universal cord buckles, and there is less angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the same germs were not detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and has been sent out for additional microbiological testing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. We requested the customer's cleaning, disinfection, and sterilization processes, but have not received the information to-date.

Event description:
The customer reported that during routine testing, the endoscope tested positive for microbial contamination. On (B)(6) 2022, all channels were sampled and over 500 colony forming units of acinetobacter baumannii were identified. On (B)(6) 2022, all channels were sampled and over 500 colony forming units of klebsiella pneumoniae were identified. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.